Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000489 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and after the procedure, the physician reported concerns about air being drawn from the side port. It is unclear whether it was during catheter removal or insertion into the patient¿s body, due to ¿insufficient hearing¿. The sheath was not replaced during the procedure. No serious events occurred during the procedure. Additional information was received which indicated that there was leakage in the side port. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body.